Event description:
It was reported that a pad and pump power cord came out of the pump socket.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump power cord not staying in the socket was determined to be reportable.